Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026, where insulin does not exit the tubing. The blockage is located in the tubing. No further information available.